Event description:
It was reported that during a cholecystectomy procedure, the blade became hot and the tissue pad detached. The pad did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.